Event description:
Two devices were being used during a surgery in 2007 when the surgeon noticed that one of the devices was missing the blue button cover. The device was working properly, but the absence of the button cover allows access to surface of the rem. The rem is cleaned but it is a non sterile area of the device. The surgeon discontinued using the devices and completed the surgery without it. Standard precautionary practices were taken (ex:wound rinsing and antibiotics). There was no pt problem at the time. Three weeks later there was no pt problem.

Manufacturer narrative:
Evaluation summary report: the design of the product precludes any chance of this button becoming detached during surgery, thus there is no risk of the button ending up in the pt. Four other devices from the same mfg build were examined and the blue activation buttons were intact. Destructive testing of the buttons showed that these buttons could be made to detach by the application of forces that are more that the forces expected to be encountered during typical cleaning or use situations. A review of mfg records did not indicate anything that might be associated with this type of detachment of the blue button. A review of the labeling indicated that prior to each use, the blue activation button is to be pressed. This appears not to have happened in this case. The conclusion of the evaluation is that the activation button can only become detached from the handle if subjected to a significant force and a displacement that is only possible when the rem is not within the device handle.